Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. Both leads were returned complete with severe twiddling near the terminal end segments. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken around the twiddling. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo. However, no migration could be confirmed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01703. It was reported the patient had ineffective stimulation on their cervical system due to one lead migrating and one had zero impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data e1 initial reporter updated with new physician information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.